Event description:
Patient enrolled into the trial. Major ischemic stroke reported pre-discharge. Patient is not yet recovered. Please reference MDR 2183870-2009-00174 for the spiderfx used in this procedure.